Event description:
It was reported that during a robotic sigmoid colectomy, while mobilizing tissue in preparation for robotic surgical access, the lig asure lf5637 retractable l hook was placed through the trocar and the proximal end of the l-hook shaft bent, making it difficult for the surgeon to proceed. The device was plugged into an ft10 generator. A new handpiece was used and it worked fine. There was no patient injury. Medtronic's initial evaluation of the incident device found that the shaft of the device is damaged, no pieces are missing.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial #: unknown). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the shaft of the device is damaged, no pieces are missing. Functional testing found that the shaft was damaged. The damaged is consistent with an external force on the shaft, most likely user. Transition from jaws to l-hook is difficult due to the damage. Knife movement and cut were not hindered. It was reported that the device was bent and difficult to remove from trocar. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not bend instrument shaft. If the instrument shaft is visibly bent, discard and replace the instrument. Carefully insert and withdraw instrument from cannulas to avoid possible damage to the instrument and/or injury to the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.